Event description:
It was reported that the patient was getting "shocked". The patient indicated that one of the leads came loose and was repositioned. Follow up has been initiated to determine which lead is involved. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2011 (B)(6). For use by user facility/importer (devices only). (B)(4).

Manufacturer narrative:
Upon information received in follow up, this lead is not the lead that caused the patient's shocking sensation. The atrial lead was reported in error.